Event description:
A continuous chemo pump infusion was started and was scheduled to run for approximately 2 days. Patient returned to infusion center to have pump discontinued and found that bag was still full. Pump had been set correctly on the date started and the pump read that 170ml chemo had infused (but no chemo had infused). No harm to patient just delay in chemo treatment.

Event description:
A continuous chemo pump infusion was started and was scheduled to run for approximately 2 days. Patient returned to infusion center to have pump discontinued and found that bag was still full. Pump had been set correctly on the date started and the pump read that 170ml chemo had infused (but no chemo had infused). No harm to patient just delay in chemo treatment.